Event description:
It was reported that the customer was hospitalized over the weekend because the customer forgot to rewind the insulin pump, and received 100 units of insulin when inserting the reservoir. The caller stated it wasn't the insulin pump's fault, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.